Event description:
In 2004 an insyte autoguard catheter was removed from the pt's left arm due to leaking. When removed the tip was missing. Site was red and swollen. No drainage was noted from site. Fluoroscopy of left arm was performed, confirming, 2.5 cm of foreign body under skin of volar forearm. Surgeon was called to remove the catheter per procedure. The removal was successful. Pt was hospitalized for 1 day due to event.